Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the outer sheath broke. A 130cm direxion fathom-16 system was used in a coil embolization procedure. During procedure, it was noted that the outer sheath broke at an unknown location located closer to the hub than the distal end. The procedure was completed with this catheter. No patient complications were reported and everything was fine.